Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was at early elective replacement indicator (eri). During the explant procedure, the ICD's set screw for the right ventricular (rv) lead portion of the header would not release. The grommet was removed in order to release the set screw. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 91% of expected was less than the predicted value based on the available programmed parameters. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. The returned device indicated a damaged grommet and a missing set screw.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.